Event description:
The stent would not advance over wire, was very stiff to push or to advance.

Manufacturer narrative:
We are in the process of obtaining additional information and performing the investigation. A follow-up report shall be submitted upon completion of the device evaluation.